Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming for a "service required" condition. The device was not in patient use. The device's oxygen blending module board was replaced by the third party service center to address the issue.